Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02690. It was reported the patient complained of ineffective stimulation therapy from the scs system. A company representative met with the patient but was unable to resolve the issue with reprogramming of the patient's scs system. An x-ray taken showed the leads had migrated from bottom to top and gone anterior. Surgical intervention may be taken to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs leads were explanted and replaced.